Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent a femoral resurfacing hip procedure on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2015 due to elevated metal ion levels and an enlarged iliopsoas bursa. The resurfacing head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions."

Event description:
It was reported that patient underwent a femoral resurfacing hip procedure on (B)(6), 2005. Subsequently, patient was revised on (B)(6), 2015 due to elevated metal ion levels and an enlarged iliopsoas bursa. The modular head was removed and replaced.